Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant in the left atrial appendage using a 12f amplatzer amulet delivery system. Intracardiac echocardiography was chosen to guide the procedure, and the device was chosen due to history of atrial fibrillation and bleeding. Two transseptal punctures were performed, and a full heparin dose was administered after the first. The device was implanted without difficulty. The device appeared compressed, but a tug test was performed which suggested that the device was stable and well implanted. A few moments after the device was released from the delivery cable, the device embolized into the left atrium and across the mitral valve into the left ventricle. The device was snared and retrieved without causing damage to the mitral valve. Since the patient was stable, a 22mm amplatzer amulet left atrial appendage occluder was selected for the implant as a replacement, and it was successfully implanted deeper in the left atrial appendage. The patient status was reported as stable.

Manufacturer narrative:
An event of device migrated into the left atrium and across the mitral valve into the left ventricle was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4582 removed.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant in the left atrial appendage using a 12f amplatzer amulet delivery system. Intracardiac echocardiography was chosen to guide the procedure, and the device was chosen due to history of atrial fibrillation and bleeding. Two transseptal punctures were performed, and a full heparin dose was administered after the first. The device was implanted without difficulty. The device appeared compressed, but a tug test was performed which suggested that the device was stable and well implanted. A few moments after the device was released from the delivery cable, the device embolized into the left atrium and across the mitral valve into the left ventricle. The device was snared and retrieved without causing damage to the mitral valve. Since the patient was stable, a 22mm amplatzer amulet left atrial appendage occluder was selected for the implant as a replacement, and it was successfully implanted deeper in the left atrial appendage. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that during the procedure, the 25mm amplatzer amulet left atrial appendage occluder met the appropriate criteria prior to being released from the delivery cable. The patient was in sinus rhythm, and the device was proximal. Once the device had embolized, the device temporarily obstructed the mitral valve, causing a temporary hemodynamic instability. The embolized device was removed and successfully replaced. There was no prolonged hemodynamic compromise or injury. The patient reportedly did not experience any tissue damage as a result of this event. The cause of the device embolization was unknown. The patient status was discharged.